Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female had an open sore on her mid to lower back under the lifevest. The wound had been treated by the nursing staff with an ointment and a bandage. Follow up indicates that the pt's skin is better and there were no more open areas on the pt's back.